Event description:
This is an initial and final report. A report was received from the affiliate indicating that during a coronary intervention the cypher select stent delivery system (sds) was associated with a withdrawal difficulty.

Manufacturer narrative:
This file has been re-accessed as per the similar device reportability guidelines implemented on 12/15/2006. The MDR determination changed from not reportable, to reportable, as the device is considered to be similar to the united states product, based on the "similar device" definition per cfm11010. The event involves a patient of unk age, gender and medical history. The reason for the patient's admission is unk. There are no available pt, vessel, or procedural details. It was reported that during a coronary intervention, the physician implanted a cypher (3.0x33). The physician experienced difficulty removing the balloon from the stent and commented there was significant resistance upon removal. The stent remains implanted. The location of the stent and expansion is unk. Investigation attempts have been made to obtain additional information. At this time, no further information has been forthcoming. There was no report of patient injury. The non-sterile guidant and "the preceptor/morse manifold" stopcock were received for analysis. A non-sterile cypher sds without the stent was also received. Visual examination revealed the balloon was partially inflated and there was a kink in the sds body shaft. Microscopic examination of the balloon revealed the presence of bumping and stent marks with no other damages. Functional testing was conducted by connecting the returned sds to the returned inflator. Negative pressure was applied. The balloon was successfully inflated and deflated without difficulties. The sds was tested for a second time using a sample syringe. A device history record (DHR) review of the involved lot number i1105157 revealed the product met quality requirements for product acceptance. The report event could not be confirmed by analysis. Based on the information provided, it is not possible to determine a cause for the reported event or establish a clinical relation between the product and the event.